Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5068-45 implantable pacing lead (B)(6) 1999; 5068-52 implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported by the patient that a year and a half ago the atrial lead had low impedance and a polarity switch occurred. The lead was turned off at that time, however recently the lead was checked and the impedances were fine so the lead was turned back on. The patient also states they have symptoms of sweating, gray color, and severe pvcs, and that they feel like before they had their pacemaker. Followup information from the clinic indicates the atrial lead was oversensing and reprogramming was done to suppress atrial pacing. It was further reported by the patient that they are experiencing pacemaker-mediated tachycardia and the patient requested to have the pacemaker turned off. No patient complications have been reported as a result of this event.